Manufacturer narrative:
It was reported that upon release the amulet device migrated proximal and fluoroscopy of the device no longer met compression requirements. The patient had a greater than 8 mm leak. The device was returned to abbott and the investigation found the stabilizing wire was mislocated consistent with operational context (attempt to extract the migrated device via snare). The disc was noted to be bent. The device met dimensional specifications when analyzed at abbott. Based on the information received, the cause of the reported device migration is possibly related to the anatomical factor (chicken wing anatomy). The reported leak appears to be cascading effect of device migration. However, this could not be conclusively determined. The reported unexpected medical intervention was a case-specific circumstance as the migrated device was snared. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_964 - catalyst ide study, patient site ID: (B)(6), (B)(4). It was reported that on (B)(6) 2025, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using an amulet steerable sheath. The sizing of the device was determined using computed tomography (CT), intracardiac echocardiography (ice) and angiography. The shape of left atrial appendage (laa) was chicken wing, orifice width was 26mm and laa depth was 17mm. During procedure, the activated clotting levels were 348s and heparin was administrated. The left atrial pressure measurement was 11mmhg, 1000ml volume of fluids were given. The close criteria was met and device was released, upon release, the amulet device migrated proximal, transthoracic echocardiogram (tte) and CT analysis confirmed device had migrated proximal and was possibly no longer stable, fluoroscopy (fluro) of the device no longer met compression requirements. The patient was observed overnight and reimaged in the morning. Next morning, tte and fluoro confirmed device was still in the same spot but concerns of device stability and long-term outcomes for the patient with a greater than 8mm leak led to physicians to decide to attempt extraction and reimplant the device. On (B)(6) 2025, the 25mm amulet was extracted from the appendage via snare and extraction went uneventful. The physician decided to proceed with another attempt of closing appendage with a new 25mm amulet device. Anew 25mm amplatzer amulet left atrial appendage occluder was prepped and implanted more distal in a semi sandwich approach. The device was determined to be stable with multiple tug tests and was higher level of compression than previous amulet device while achieving complete closure. Post procedure the patient was noted to have a small 2mm pericardial effusion. The patient was reported stable and stayed overnight.